Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on june 09, 2023.

Event description:
Per the clinic, the patient experienced an infection around the implant site (specific date not reported). Subsequently, the patient was hospitalised overnight for an IV antibiotic treatment (specific date and duration not reported) however, the symptom did not resolve. The device was explanted on (B)(6)2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.